Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported information, the reported difficulty appears to be related to the reported kinked guide wire that became stuck in the device. The reported patient effects of hemorrhage and infection are known risk s of the procedure. The patient effects of hemorrhage and infection are listed in the electronic perclose prostyle instructions for use (IFU), as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2 correction: report source updated to study.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Trial name: crd_1066 - envision ide study. It was reported on (B)(6) 2024 that an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure was performed. Reportedly, while pulling the guide wire out, it became kinked and the guide wire became stuck in the prostyle device, resulting in bleeding. The tavr procedure was completed. Post procedure, a balloon stent was used to stabilize the patient and was transported for surgery. Surgery was used to remove the device from the anatomy and achieve hemostasis. On (B)(6) 2024, it was noted that the surgical repair at the access site didn't heal [infection], requiring additional hospitalization, medication, and a washout. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.